Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the device stopped cutting. No harm or delay were reported to have occurred. No other adverse events were reported as it relates to this event.

Event description:
No additional information

Manufacturer narrative:
This incident has been recorded under cmp-(B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Part and lot/serial identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends